Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that inpen had screw movement issue. Customer reports screw was not moving as intended. Customer was reporting no insulin was dispensed when the button pushed. The screw retracts when dialing the inpen. No harm requiring medical intervention was reported. The inpen will not be returned for analysis.